Event description:
It was reported that pump housing and usb port were damaged, which caused difficulty charging pump, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method for insulin if needed, while technical support arranged shipment of replacement pump with updated software, confirmed address and delivery details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.